Manufacturer narrative:
Product analysis result: visual and macroscopic examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to fracture of "lwk5". Intra-op, the set screw did not fix to the screw. The thread was damaged. There were no patient complications as a result of this event. Post product analysis, cross threading was observed.